Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance in bipolar during a clinic follow-up. Pacing was not able to be captured even though pacing was performed with high output. The lead was reprogrammed to unipolar and the measurements were stable. X-ray/fluoroscopy/cine exhibited externalized conductors. The patient was stable.